Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate was identified as staph pasteuri. The same isolate was tested again with a reference laboratory giving an identification of staph saprophyticus. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes . D10. Returned to manufacturer on: 07-nov-2024. H3. Device eval by manufacturer- yes. Investigation summary - this complaint is for misidentification of staphylococcus aureus and staphylococcus saprophyticus when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4128509. The customer returned panels, isolates, binary files and phoenix generated lab reports for the investigation. The customer provided phoenix lab reports show various staphylococcus identifications when using the complaint batch. The customer returned isolates were verified and labeled as s. Aureus upmc-7, s. Saprophyticus upmc-9 and s. Aureus upmc-11 with a bruker maldi biotyper. To investigate, one retention panel each from the complaint batch were tested using customer returned isolates s. Aureus upmc-7, s. Saprophyticus upmc-9 and s. Aureus upmc-11 on a phoenix m50 machine and evaluated for identification results. In addition, one customer returned panel each and one control panel each were tested using customer returned isolates s. Aureus upmc-7, s. Saprophyticus upmc-9 and s. Aureus upmc-11 on a phoenix m50 machine and evaluated for identification results. The panels tested returned staphylococcus schleiferi, staphylococcus simulans, staphylococcus kloosii, s. Aureus and no-ID results, therefore, this complaint is confirmed for misidentification. Previous investigation of complaint batch 4128509 shows qc isolates s. Aureus a29213 and s. Aureus a25923 were tested on a phoenix m50 machine and evaluated for identification results. The panels tested returned the correct identification results. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate was identified as staph pasteuri. The same isolate was tested again with a reference laboratory giving an identification of staph saprophyticus. No health impact or consequence reported. Report 2 of 2.